Event description:
Customer reported he keeps getting button errors on his insulin pump. He was changing his infusion set and the device alarmed button error. He used a meter to check his blood glucose and the insulin pump froze on two different occasions, and then alarmed button error. Customer's blood glucose is 280 mg/dl. There were no significant events leading to the alarm. Customer stated the alarm was cleared and the device seems to be working, but the buttons are not responding as quickly. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or frozen display was observed during testing. Cracks to the case, lcd window and reservoir tube lip noted.